Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge became cracked after being loaded onto the pump. Reportedly, the crack was located on the bottom left corner of the cartridge. There was no reported impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.